Event description:
It was reported that the patient presented to the ER after receiving several inappropriate shocks. Upon interrogation, aborted shocks were noted. Noise was observed on the iegms. An alert for possible high voltage circuit damage and low high voltage lead impedance were observed. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found high voltage output circuit damage on the device. The cause of the high voltage output circuit damage could not be determined. The low voltage functionality was tested on the bench and our automated testing equpiment. All of the low voltage test specifications were normal.